Manufacturer narrative:
Correction: b5,e1 and h6 section were updated.

Event description:
New information received notes the pacemaker exhibited noise oversensing. No intervention was performed. The patient was in stable condition.

Event description:
It was noted that the pacemaker exhibited noise issue. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.